Manufacturer narrative:
Additional procode = drt. Evaluation results: the device was returned to zoll medical corporation. The customer's report of "device reset/reboot itself' was not replicated or confirmed. Review of the device activity logs showed no evidence of any device restarts and no abnormal power events were recorded. The customer's report of "no ECG derivation" was observed in the device activity logs. However, the reported problem could not be duplicated under testing. The defib cable receptacle was replaced as a precaution. The device was recertified and returned to the customer. The customer's report of "device self charged" was not verified. Review of the device activity logs found that the device is configured that if in rescue protocol, the device will automatically charge to the appropriate energy level. There is no evidence in the logs that the device charged to 200j due to mistaking a noisy ECG signal for ventricular fibrillation. Reports of this nature are typically not considered to be medwatch reportable as there is no potential for clinical impact. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal and intermittently restart/reboot itself. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device intermittently restart/reboot itself and the device self charged. Complainant did not indicate that there was any patient involvement in the reported malfunction.